Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured (vertically separated) upon second inflation at 12 atm. The device was removed from the patient's body without any problem using the normal method. The procedure was completed with another of the same device. The patient was in good condition post procedure.